Event description:
It was reported that during an (B)(6) 2012 refill, the patient was stuck 10 times and the health care professional was still unable to fill the pump. Fluoroscopy was performed, and it was confirmed that the pump was flipped. The physician manually flipped the pump around so it could be refilled. The cause of the flip was unknown. It was noted that the patient "beared a lot of weight and stress to physically move from his wheelchair, to his scooter, in his walker." The patient had gained weight. It also was noted that the patient fell out of his wheelchair, but it was thought that this occurred prior to the implant date of the current pump. The device system was used to deliver morphine and another unknown "numbing agent." It was noted that the pump had been a wonderful way for the patient to get back to normal life without side effects of heavy medications. The patient was seeking a new physician for refills. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient heard a critical alarm unconfirmed by telemetry. The alarm sounded 'like an ambulance.' The patient's medication had run out, and the patient had been out of medication for two weeks. The pump had been alarming for one week.

Manufacturer narrative:
(B)(4)